Event description:
I had artefill injected into my forehead region in 2007, with adverse effects since. Initially, I had rock like lumps, which have since dissipated. However, it has continued to swell up, sometimes dramatically. It's been 6 years and often with pressure around the area, and sometimes it feels warm as well. There is something very wrong with this product and it should not be FDA approved. Please look into the data, and pull this product, trust me it is horrific. Dates of use: 3 injections over 2 month, (B)(6) 2007.